Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The amplifier link cable was replaced. The system operates as intended.

Event description:
The customer reported that a white square appeared on the monitor of the 7700 system. No pt injury was reported.